Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient was experiencing severe spasms. The patient would react well to adjustments for a week or two and then spasms would return. An x-ray was performed which did not reveal anything. Another x-ray was ordered (B)(6) 2010; it was noted that the patient had wisdom teeth that needed to be extracted. It was unknown if the event was related to the device system. It was later reported that the patient experienced hypertonia, increased pain and pruritus. X-rays, catheter dye study and CT scan were performed. Abdominal x-rays revealed constipation. The event was not attributed to the device system. Surgical intervention with the device was noted as n/a. Per the reporter, the catheter position had slid to t 11 and was reported to be mid thoracic after the pump replacement (B)(6) 2008. The patient was placed on periodic bolus dosing with improvement of symptoms. The patient outcome was no injury. The pump contained lioresal 2000 mcg/ml.